Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) pacing lead impedance measurements greater than 2,000 ohms. The information was detected by remote monitoring, there were no field allegations associated. No adverse patient effects were reported.